Manufacturer narrative:
Concomitant medical products: addrl1 implanted on (B)(6) 2016; 310c25 tissue valve implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at maximum output, a confirmed fracture at the tip cathode and high impedance. The lead was explanted and reimplanted to the left ventricular (lv) port of a cardiac resynchronization therapy pacemaker (crt-p) and the rv port was plugged. The lead remains in use. No patient complications have been reported as a result of this event.